Event description:
User claimed that the "lancets are sticking". She buys 6 boxes from otc wholesale every two months. She was sent a replacement from otc wholesale after complaining to them that these do not look or act like the same product she has been purchasing and they sent her a replacement box that acted just the same as the defected lancets. The lancets were oval in shape both times around - otc wholesale told her we changed manufacturer. Customer service sent user 2 boxes of replacement 28g pressure activated lancets for her troubles with otc wholesale.